Manufacturer narrative:
Continuation of d11: product ID: 8780, serial#: (B)(4), product type: catheter; product ID: 8709sc, lot#: h826155306, implanted: (B)(6), explanted: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient was scheduled for an elective replacement indicator (ER) pump replacement. It was found that the catheter currently implanted was not working. A new ascenda catheter was opened and was not successfully implanted. All products had been explanted and determined to discontinue therapy due to the inability to implant. At the time of this report, the issue had resolved and patient status was alive-no injury. Per the rep, they could not place a new one due to spine, rods. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of the old catheter not working was not determined. Regarding new catheter not successfully implanted, there were no issues with device or therapy. Issues with patient's spine and previous spinal fusions and rods prevented implant as well as scoliosis. No further complications were reported.